Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 5 patient samples tested for elecsys tsh assay (tsh) on 2 cobas 8000 e 602 modules compared to the abbott architect method. Based on the data provided, the results for 2 patient samples were erroneous. The erroneous results were reported outside of the laboratory. Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The customer's e602 module serial number was (B)(4). The serial number was not provided for the e602 module used in the other laboratory. Calibration and qc were acceptable. Based on the calibration and qc data provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.